Manufacturer narrative:
The tech found the account removed the accucair mattress from the bed and the exact bed frame was not identified by the account. The tech spoke with the nurse and she stated the following. "11:00 a.m the pt was turned on her right side and pillows were placed behind her to prop her in that position. Pt was (B)(6) old. "Dnr" and suffering with multiple organ failure. The next day, the pt was to be sent back to the nursing home with hospice for comfort end of life care. At 11:07 a.m, the nurses heard a loud thud and upon entering the room found the pt face down on the floor. The pt had non-life threatening fractures and her neurological came back intact. The doctor decided to have her admitted to the ICU, but the pt's son asked that she has not been given ICU care and held to the dnr order. While being transported to the nursing home, the pt expired." The nurse did not fault the bed and the siderails remained in the up position. The bed was allegedly equipped with a static accumax and a rental acucair overlay with (B)(4).

Event description:
The account executive stated the account reported to her that a pt fell from the bed and died from injuries related due to the fall. The pt was on a versacare frame with an accumax mattress and an accucare overlay on top of the mattress. The pt expired on (B)(6) 2010 and the event happened on (B)(6) 2010 around 12:00 pm room number 655.